Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter stuck in stent, guidewire entanglement and catheter tip broke occurred. The target lesion was located in the left anterior descending (lad) coronary artery. An opticross¿ imaging catheter was selected to visualize the target lesion. During percutaneous coronary intervention (pci), a non-bsc stent was inserted into the middle lad on one or two older implanted non bsc stents located within the same blood vessel. However, the results were unsatisfactory and the image of the target lesion was unclear. Thus, opticross¿ imaging catheter was advanced over the non-bsc bmw guidewire and positioned it in between the two or three layered non bsc implanted stents. Hence, intravascular ultrasound system (ivus) ran and pullback was done successfully with good images when being reviewed. Moreover, when the opticross¿ imaging catheter was attempted to be remove thereafter but it was noticed that it got hooked-up at the distal edge of the non-bsc stent and got entangled. It was also noticed that the non-bsc guidewire did not came along proximally at any time during the procedure. Thus, the opticross¿ imaging catheter was forcibly pulled out from the vessel on its second attempt and was being retrieved out from the patient¿s blood vessel but observed that the catheter tip broke off at the guidewire exit port area of the monorail system. Several attempts were made to snare out and retrieve the dislodged catheter tip out from the blood vessel but it was unsuccessful. Thus, the patient was brought to the operating room for a by-pass surgery where the left anterior descending artery was surgically opened and the piece of catheter tip inside the patient¿s blood vessel had been removed successfully. The patient¿s condition is stable and is still recovering from surgery in the intensive care unit (ICU) of the hospital.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter stuck in stent, guidewire entanglement and catheter tip broke occurred. The target lesion was located in the left anterior descending (lad) coronary artery. An opticross¿ imaging catheter was selected to visualize the target lesion. During percutaneous coronary intervention (pci), a non-bsc stent was inserted into the middle lad on one or two older implanted non bsc stents located within the same blood vessel. However, the results were unsatisfactory and the image of the target lesion was unclear. Thus, opticross¿ imaging catheter was advanced over the non-bsc bmw guidewire and positioned it in between the two or three layered non bsc implanted stents. Hence, intravascular ultrasound system (ivus) ran and pullback was done successfully with good images when being reviewed. Moreover, when the opticross¿ imaging catheter was attempted to be remove thereafter but it was noticed that it got hooked-up at the distal edge of the non-bsc stent and got entangled. It was also noticed that the non-bsc guidewire did not came along proximally at any time during the procedure. Thus, the opticross¿ imaging catheter was forcibly pulled out from the vessel on its second attempt and was being retrieved out from the patient¿s blood vessel but observed that the catheter tip broke off at the guidewire exit port area of the monorail system. Several attempts were made to snare out and retrieve the dislodged catheter tip out from the blood vessel but it was unsuccessful. Thus, the patient was brought to the operating room for a by-pass surgery where the left anterior descending artery was surgically opened and the piece of catheter tip inside the patient¿s blood vessel had been removed successfully. The patient¿s condition is stable and is still recovering from surgery in the intensive care unit (ICU) of the hospital.